Event description:
Customer reported he has developed an infection on the site of the sensor he was currently using and the past five he has used. Customer's blood glucose level was 113 mg/dl. Customer states there are no red dots. Infection is on the needle point of the sensor and not under the adhesive. It appeared to be red, hardened, and had some puss coming out. Customer uses the sensors past the approved three day period. Customer changes the sensor after showering and cleans site with alcohol. Customer avoids tucking connecting parts of the sensor or site location after it is cleaned. Customer does not change the sensor within product specification. He stated the area will be infected for a couple of days and he feels like some scar tissue is developing. Customer states the needle is also difficult to remove, he has to wiggle it or slightly turn it in order to get it out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.